Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off while battery was being charged. Customer changed power supplies; however, battery was not charging. Customer disconnected pump from power source. Upon reconnecting pump to power source to charge, battery showed as fully charged. Reportedly, customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.